Event description:
It was reported that an ilet insulin pump sustained physical damage during basketball play, resulting in a cracked and unusable screen, and the user transitioned to backup insulin therapy while a replacement was arranged. Customer care provided assistance with the replacement device. Investigation of this case revealed a cracked display consistent with impact damage. No symptoms and no user injury were reported as a result of damaged screen. Outcomes included interruption of insulin pump use and reliance on backup therapy. It was concluded that the device failure was due to physical damage from user handling, not a manufacturing or design defect, and that logistics factors contributed to delivery delays.